Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the liberty select cycler and cycler set and the peritonitis. There is no report of a machine malfunction or a cassette leak or any allegation of a malfunction or deficiency reported for this event. It is unknown if the patient followed proper aseptic technique while handling pd supplies. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient noticed that one of his drain bags was cloudy. The bag was returned for lab cultures but the sample was too old to gram stain. On (B)(6) 2018 the patient was diagnosed with peritonitis by nephrologist. The patient was placed on vancomycin. A sample was taken from (B)(6) 2018 drain bag and there was no bacterial growth. However, the sample did have a (B)(6) white blood cell count and it appeared hazy. The patient is currently stable and completing the last of antibiotics in two days.